Event description:
It was reported that during a coronary stent procedure, stent delivery and removal difficulties were encountered with eventual detachment of the distal segment of the liberte' monorail stent delivery system. While attempting to advance the liberte' monorail stent delivery system over a balance wire, the wire kept pulling back. A bmw buddy wire was then placed for extra support. The physician was unable to visualize the bmw wire under fluoroscopy and elected to remove the wires and the liberte' monorail stent delivery system. Following removal, the nurse who was separating the wires from the liberte' monorail stent delivery system noted that the distal segment (including the stent) was missing. Another physician then removed and flushed the guide catheter. A wire was stuck in the y-adaptor. The physician continued to flush the guide catheter several more times and the distal segment (including the stent) was found. The procedure was not completed due to this event. Pt status is listed as "fine".

Manufacturer narrative:
The returned product analysis is not complete as of this date. A supplemental report will be filed when the analysis is complete.